Event description:
According to the reporter, the device will not operate on ac and it will not charge the battery. There were no adverse affects reported as a result of the device use.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not operate on ac power. Physio replaced the power supply assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.